Event description:
A healthcare facility in another country reported to our distributor that they were using the rt200 breathing circuit for a day before the heaterwire alarm sounded on the humidifier. They reported that replacing the breathing circuit solved the problem. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR for investigation. A lot check revealed one other complaint in that lot. It is likely that this event was caused by either a heaterwire open circuit or a heaterwire resistance outside of the allowable limits. This will cause the humidifier to alarm, detecting a malfunction in the heaterwire.